Event description:
It was reported that the user experienced wide blood glucose fluctuations while using the ilet with a 23" teflon 6 mm inset infusion set and a dexcom g7, including hyperglycemia over 400 mg/dl and hypoglycemia down to 39 mg/dl. The user noted recent stress, dietary changes, intermittent pausing of dosing, switching to an off-label u100 insulin temporarily, and using meal announcements as corrective actions rather than for meals. A full reset was performed, and the system was reinitialized with existing supplies and paired to the mobile app. Symptoms included hypoglycemia, hyperglycemia, lethargy, and nausea. Outcomes included no long-term health consequences. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed a usage problem related to using meal announcements as corrections and failure to follow instructions, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.